Manufacturer narrative:
Investigation into this event was unable to produce any data from the analyzers dataloggers for this sample because the oldest file evaluated did not contain data for this patient. The vitros eci analyzer was determined to be operating as intended during this event. The instructions for use for the vitros ahbc assay recommended dilution of samples with elevated signal/cutoff ratio's which this sample exhibited. The customer was unable to provide any data regarding a dilution of this sample or additional sample for retest purposes. The customer has not provided the lot number or expiration date of the reagent. The most likely root cause of the event is an unknown interferant in the patient sample.

Event description:
A customer observed a false negative (non-reactive) ahbc result for a patient sample tested on the vitros eci analyzer. The sample was assayed on an alternate ahbc assay and a reactive result was obtained. Additional hepatitis markers were positive for this sample. False negative results may lead to inappropriate physician action. It is unknown if the results were reported and it is unknown if there was any allegation of patient harm. Note: an additional MDR has been field for this event. See MDR 9680658-2008-00235.